Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements, loss of capture, and pacing inhibition. A revision procedure took place. The rv lead was tested with a pacing system analyzer (psa) and exhibited pacing impedances within normal range. However, the lead was connected to the device several times and each time high out of range measurements and loss of capture were observed. Boston scientific technical services (ts) assisted with troubleshooting, and when reconnected to the device, the rv lead was able to get pace impedance measurements within range, however capture was still not obtained. The right atrial (ra) lead was then connected to the device via the rv port, and the impedance measurements were in range, however pacing was unable to be delivered. It was concluded that the device needed to be changed out. The pacemaker was successfully explanted and replaced. The ra and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.